Manufacturer narrative:
The insulin pump was received with a damaged case and a damaged motor due to dog chew. Failure analysis was unable to verify the button error alarm due to a damaged pump.

Event description:
The customer's mother called in to report a button error alarm due to a dog chewing on the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.